Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call the insulin pump wasn't holding battery life. The customer's blood glucose was unknown. Corrosion was found on the battery compartment. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, passed functional testing. The insulin pump had normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. The insulin pump had minor scratched lcd window.